Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated in juarez lab. Visual inspection of the first device revealed that the cable was in good condition as well as the connector and pins. The electrode tip did not have structural anomalies. When performing the functional test, the electrode was connected to the vapr vue test generator. The ablation function was activated for 1 minute, and it worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended as well. For suction function the device was sent to the supplier. Vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The first device was evaluated. The visual inspection of the device was performed, as a result, the active tip look to have some evidence of activation with possible tissue debris on the front face. The heatshrink, cable and plug look in good condition. There does not appear to be any tissue debris inside the suction holes. The device passed the functional test successfully. The customers device(s) were manufactured in feb 2023. A DHR review has been performed for the complaint device lot number u2301111; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no correction or containment action has been implemented. The customer reported fault that the device suction clogged immediately on multiple devices and did not work during the procedure could not be confirmed. Testing at gyrus medical shows both returned devices successfully passed flow testing and we were unable to reproduce the reported suction flow issues. Both returned complaint devices were found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that two vapr tripolar90 suction electrode devices seemed to be clogging immediately and the suction was not working. It was unknown how the procedure was completed. Another like device was used to complete the procedure with less than five (5) minute surgical delay there were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.